Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior colon resection, on transection of the lower colon (sigmoid), the status indicator lights were flashing, the five white lights, handle indicator, adapter indicator and reload indicator was solid. The handle was able to recognize the reload. The stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle. After trying to fire the two reloads with no success. A manual device was opened and a black reload was used to transect the colon. A handle and standard adapter was being used when the two reloads failed to fire. Both reloads loaded with success. All lights indicated everything was a go. The surgeon articulated the reloads. In both attempts, the jaws needed to be opened and closed twice before the firing status light would light up green. Once they saw the green light, the surgeon pressed the green fire button and the status light started flashing. The surgeon pressed the blue button to fire. At this point the firing mechanism made an attempt to move forward but stopped short of moving the knife blade through tissue to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that the articulation flags were bent. Visual inspection of the photo noted that the articulation flags were bent. Functional evaluation was not performed due to the bent articulation flags. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of bent articulation flags that has no relationship to the reported condition. Replication of this condition can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the photo noted that the articulation flags were bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.